Manufacturer narrative:
(B) (4) (B) (4).

Event description:
Procedure: low anterior resection. According to the reporter: staples did not form properly on the second firing. The anastomosis part was too deep, and re-anastomosis could not be done. An artificial anus was created. Oozing was reported as under 200cc. Surgery time extension was reported as more than 30 minutes.